Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft system and its components were implanted into a patient for the treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. An aneurx stent graft patient reported that he was experiencing pain from the stent graft and he felt the stent graft had collapsed. Medtronic spoke with the physician and the physician could not confirm the patients condition.